Event description:
The customer reported to olympus, the insertion tube of the colonovideoscope was flabby and the device exhibited reduced angulation. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material was adhered to the scope. There was no delay in start of pre-cleaning. The water and air was flushed through the air/water nozzle. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. Additionally, it was reported that the device was not immediately taken out after washing and was taken out after an hour. An evaluation of the returned device confirmed the customer allegations ¿reduced angulation¿. However, the allegation ¿flabby insertion tube¿ was not confirmed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on flexibility adjustment ring, flexibility adjustment function does not work. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section cover was chipped, cracked and had white clouded area. Switch and connecting tube had a scratch. Adhesive around objective lens was peeled. Light guide (lg) lens had a crack. Adhesives around lg lens has white-clouded area. The distal end cover and universal cord had a dent. Electrical connector had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowed in and got clogged inside the air/water channel. Concerning the cause of foreign material flowing inside the channel, it was not possible to further presume the cause of the suggested phenomenon since detailed information on the handling was not obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.